Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding to tiny hole below lower lip on chin-face - skin [skin haemorrhage]. Hit below lower lips on chin and left a hole - skin [skin injury]. Top falls off toothbrush / brush head pops off brush, falls off toothbrush [device breakage]. Case description: consumer called stating that when she was brushing her teeth the top/brush head fell/popped off her toothbrush. No serious injury was reported.